Event description:
Pt underwent laparoscopic cholecystectomy. Md using gortex suture passer while closing epigastric fascia. Tip of suture passer broke off, was found lodged in posterior abdominal wall. Piece was retrieved and removed from pt.